Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient who suffered vocal chord paralysis a few days after a barrett's esophagus procedure. The physician states that the rfa balloon procedure was performed without incident, there were no issues with the egd passage or passing the balloon over the guidance wire. The patient awoke able to speak, and was also able to talk the day following the procedure. The patient called the physician's office two days after the procedure stating they had hoarseness which had got worse as the day had progressed. The physician states that the patient had minor odynophagia, which resolved after a few days. Due to the persistent hoarseness, the patient was referred to an ent, where a CT scan of the chest and neck was performed, but did not show any problems, but the patient was found to have paralysis of the left vocal chord. The patient has no issues swallowing, but continues to have issues with his voice three weeks after the procedure. The catheter is not available for return.